Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tgt3420/8039626, tgt4020/8168854) to repair a thoracic aortic aneurysm. Prior to the device implant, an axillo-axillary bypass procedure from right side to left side was performed. It was reported that the distal neck of a gore® tag® thoracic endoprostheses was placed within a previously placed surgical graft in the descending aorta. The total amount of blood loss during the procedure was 750 ml; however it was unknown which specific procedure caused the loss. After the procedure on the same day, the patient developed a cerebral infarction. The cause of the infarction was reportedly device related. It was reported that the physician started the patient on rehabilitation. On (B)(6) 2010, post-operative follow-up examination showed that the cerebral infarction remained. The physician continued the rehabilitation. On (B)(6) 2010, the patient was discharged. Subsequent follow-up examinations showed that the infarction remained, with no sign of endoleak or aneurysm enlargement. The physician continued the rehabilitation. No further information is available.